Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than intended with navigation involved, although according to the surgeon: the deviation of the 2 pedicle screw placements was detected by the surgeon before continuing and finalizing the surgery, and these placements were corrected at the very same surgery with conventional methods. The final outcome of this surgery was successful as intended, with all intended screws placed correctly at the end of the surgery. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the insertions into the spine. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviating screw placements in vertebra s1, by ca. 10mm, is: movement of the navigation reference array during surgery in relation to the patient anatomy, due to an insufficient rigid fixation of the reference array to the bone as required - not all teeth of the clamp were engaged on the bone as necessary, as it was solely fixated at the very tip of the spinous process. In addition, during the surgery, forces may have been inadvertently applied to the reference unit, especially during the screw placement on right s1. Array movement warnings were issued by the navigation software during the surgery. Movement of the reference array relative to the patient anatomy leads to a deviation in between the patient's anatomical position registered to navigation and the pre-surgery image set on which tracked instrument positions are displayed by the navigation system. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary verification of navigation accuracy throughout the procedure, before the screw placements. A further possible factor, that to a small extend may have additionally contributed to the observed deviation, is: relative movement between the vertebrae operated on (s1) in relation to where the navigation reference array was placed (l5) when applying forces to the bone, e.g. During the screw placements, due to a non-rigid connection of the bones. Specifically, the patient's medical indication of stabilization for metastases present on l5 indicate an instability of this vertebra. The entire anatomy from the navigation reference array to the bone operated on must be rigid. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery image set. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion of vertebrae l4-s1, due to a renal cell tumor metastasis at l5, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: attached the navigation reference array on vertebra l5, with the patient in prone position. Acquired an intra-operative (pre-surgery) c-arm scan for the region of interest of the spine with automatic image registration to match the display of the navigation to the current patient anatomy, verified the accuracy of registration in the navigation on the patient's anatomy (processus spinosus and si) and accepted the registration to proceed. Used the navigated pointer to determine the location to place the screw, attached an instrument reference array to a non-brainlab screwdriver, and calibrated the screwdriver with a 7x45mm screw to the navigation. Placed the screws in s1 with the navigated screwdriver, first on the left side, then on the right side of s1 with the same procedure using the pointer to pre-determine the screw location and placement using the screwdriver with screw calibrated to navigation. Upon inserting the first screw, the surgeon doubted that there was enough bone grip for the screw, and for the second screw the surgeon felt not enough grip. Intra-operative c-arm verification showed the left s1 screw placed deviating from the intended target point (angulated), and the right s1 screw being shifted from the intended entry and target point, by ca. 10mm. The surgeon decided to correct the screw positions in s1 without using navigation, conventionally under fluoroscopic guidance, and to continue and complete the surgery for the 2 remaining screws in vertebra l4 with the same conventional method. The surgery was completed successfully as intended. According to the surgeon: the deviation of the 2 pedicle screw placements was detected by the surgeon before continuing and finalizing the surgery, and these placements were corrected at the very same surgery with conventional methods. The final outcome of this surgery was successful as intended, with all intended screws placed correctly at the end of the surgery. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30min. There was no (direct or increased) risk to harm a critical structure due to the insertions into the spine. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.